Manufacturer narrative:
The device was returned to olympus for eval. The eval found minor cracks and pinholes on the distal end cover. However, no sharp edges were found on the insertion tube, bending section or distal end unit. The device was examined using a borescope and rigid telescope and found scrapes and shears mark in the biopsy channel at the bending section area, which could occur when a broken or open forceps was inserted inside the channel. There was no investigation findings that would likely cause or contribute to the reported event.

Event description:
Olympus was informed that during an unspecified procedure, the pt's esophagus was perforated. Olympus followed up with the user facility and was informed that the procedure was an esophagogastroduodenoscopy (egd), and that the reported incident occurred toward the end of the procedure. It was stated that the intended procedure was completed with the same device. The pt required surgical intervention and was discharged to a higher level of care.